Event description:
It was reported that the patient was experiencing pain at the pocket site and the patient had issues with charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced with a non-rechargeable device and was repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2022.